Event description:
It was reported that during an oral surgery at the user facility, the drill was overheating. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during an oral surgery at the user facility, the drill was overheating. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
During the device evaluation, corrosion was found on the driveshaft assembly. Increased friction due to corrosion is a probable cause of the reported overheating.